Manufacturer narrative:
UDI  (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), post placement of the 26mm sapien 3 valve in the aortic position, central aortic insufficiency (cai) was observed and the physician decided to implant a second valve. Upon deployment of the initial valve, the valve moved laterally toward the left coronary cusp and sov.

Manufacturer narrative:
Correction to b2 and h1, update to g4, h10 and h2 per additional information received:  per additional information, the patient expired the following day. The exact cause of death and relationship to the procedure is unknown at this time. Investigation is ongoing

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Imagery was provided by the complaint site for review. Per the images, the thv hugged onto the left coronary cusp (lcc) wall (not centered to annulus) after fully expanded. The final deployment positioning of first thv appeared low (approximately 40:60 or 50:50 a/v). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints for the related work order. A review of complaint history for the sapien 3 (all sizes) from april 2019 to march 2020 revealed no additional other returned complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  A review of complaint history reveals that the complaint occurrence rate did not exceed the march 2020 control limit for the ¿regurgitation¿ trend category.  The following manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Instructions for use (IFU), patient screening manual, bicuspid aortic valve screening supplement, device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. The following guidelines are given for valve positioning and deployment.  Use fluoroscopy to visualize the thv during positioning.  Obtain a good angiographic view for coaxial placement.  Position thv coaxially within the native annulus using distal flex. Obtain the previously determined coplanar fluoroscopic view.  Position the bottom of the center marker at the base of the cusps using fine positioning.  Ensure position of thv and flex tip and balloon is locked.  Unlock the inflation device.  Initiate rapid pacing and ensure arterial pressure drop.  Confirm center marker within optimal initial center marker zone.  Begin initial deployment with a slow controlled inflation.  Completely inflate and hold for 3 seconds.  Completely deflate, stop rvp, and withdraw balloon.  When assessing central aortic regurgitation: determine etiology.  Leaflet mobility: manipulation of the leaflet with a diagnostic catheter.  Leaflet coaptation mismatch: consider converting to open heart surgery.  Mechanical support (iabp) not effective with severe ar.  No IFU/training deficiencies were identified. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The complaint was confirmed based on the provided videos. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device history record (DHR), lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ¿upon deployment of the initial valve, the valve moved laterally toward the left coronary cusp and sov¿. The valve moved toward lcc (left coronary cusp) may due to the patient factor (bicuspid native valve). Since the deployed valve was not centered to the annulus, it may have affected the blood flow/pressure needed for proper coaptation of leaflets, and subsequently lead to central aortic insufficiency (cai). As such, available information suggests that patient factors (bicuspid native valve) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed (B)(6) 2020 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.